Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that per doctor, after switching on the kangaroo e-pump in regular feed, mystic junction was disconnecting continuously, and feed leakage was observed. The customer further stated that the tube in the bag is narrow. And the bag was chocking due to this. Additional information received from the customer stated that the diameter of the tubing is very narrow, and the line appears to be occluded. There was no patient harm reported.